Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection (early onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (early onset).

Event description:
Patient reported left side "treated the patient due to an infection acquired in the implant surgery" and "recall shook confidence". The event of "axillary metastasis" is not related to the device. The device remains implanted.